Event description:
They fired the device it was difficult to extricate the instrument. They confirmed the tissue was not cut properly, then after turning the wing nut more than two full turns, the anvil was separated. They cut the tissue per anum to retrieve the anvil. Lar double staple